Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-19102), was submitted on 21-jan-2026. Upon completion of the investigation, the manufacturing date was updated as 14-oct-2025. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 04-mar-2026 against "lot number 6015771 and similar malfunction codes: soft cannula bent/kinked/crimped after removal -blockage. Soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula found kinked upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use. The review confirmed that lot 6015771 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 04-mar-2026 against "lot number" criteria equal 6015771 and similar malfunction codes: soft cannula bent/kinked/crimped after removal -blockage. Soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula found kinked upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use. The count of complaint is 3. The complaint numbers are (B)(4). Device history record (DHR) review: the lot 6015771 was manufactured according to the work instruction (wi) version 125 and manufactured in the line inset 1, on 14-oct-2025, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi guidance for visual testing for complaints area version 3: all 3 samples tested passed visual inspection. Wi guidance for functional testing 1 air flow test for complaints area version 2: all 3 samples tested passed functional testing. All test results were within specification as documented in the attached test report complaint (B)(4). Conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion summary of complaint investigation: CAPA determination results: this complaint falls under the scope of the CAPA 1768101: "autosoft 90, kinked soft cannula issues" and will cover inset I (autosoft xc dhf-13.8 & 13.13) and inset ii (autosoft 90 dhf-14 and 14.3) products. Root cause of problem: the root cause has been identified as: method, manpower, measurement, machine: corrective action as a result of the investigation: the action plan and deadlines is as followed: the following actions were already implemented in the non-conformance (nc) 1515780. 1. Include the defect in document 4805074 (work instruction inset line). 2. Improve guards of the conveyors. 3. Update trays for the stock of cannulas. 4. Update document 3a02003 (quality specification for catheter fixture for skewed catheters) for include the handling of the catheter during the process. 5. Update the document 4805074 (work instruction inset line) to include the preventive actions implemented in the process (trays). A remaining action (to address design root cause) and deadlines is as followed: add cylinders to the lid to maintain in position the needle and cannula during transportation and prior use (database (B)(4) - sep-2025)." Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6015771 and related malfunction codes. Three complaints were identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient went to an emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia event caused by bent cannula. The event occurred after three or more hours of insertion. The insertion site was the abdomen. The infusion set was in use for less than 72 hours. The blood glucose level was 22 mmol/l at the time of the event and the patient got treated with intravenous (IV) saline and insulin. Patient was found positive for ketones, but ketone levels were not identified as life threatening. The patient was released from the hospital on (B)(6) 2025. No further information available.